Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turning itself off. The customer reported that the insulin pump had a blank display. The customer reported that they received button error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment was corroded. The customer stated that the display returned after inserting a new battery. The customer stated that they found oil on the bottom of the battery compartment. The insulin pump will be returned for analysis.